Event description:
Info rec'd indicates the brakes are engaging but not holding.

Manufacturer narrative:
The tech found a screw broken in the hex rod. He replaced the hex rod and screw to repair the bed.